Manufacturer narrative:
Philips service replaced the converter 8e velara and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a converter 1 short circuit was detected, causing lateral generator failure on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.